Event description:
Patient presented to the physician with ipg moving in the pocket. Physician examined the area and observed an infection. Physician brought the patient into the operating room and removed the entire inspire system. Physician prescribed antibiotics after the procedure.